Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 09/22/2011 and 09/27/2011 by phone, fax, and mail. A completed questionnaire was received on 10/12/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model iol. In a follow up, the surgeon did not report the reason for the lens exchange.